Event description:
The pt was noted to have an out of range impedance measurement of >3000 ohms on home monitoring. A lead fracture is suspected this lead has been programmed off until a replacement procedure can be performed. Should add'l info become available, this event will be updated.